Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer reported the alarm has power, but the hold led light is continuously on. Customer attached a working sensor to the alarm to reset the hold function, but problem remains the same. Also there is no alarm tone when the sensor is detached. There was no patient incident or injury reported.